Event description:
It was reported that the patient developed large bruise around ipg incision site following the implant procedure. It was also reported that the patient developed a suspected blood clot within eight hours of surgery and was believed by the physician that the device and procedure were the cause for the patient's complication. The patient was hospitalized and eventually discharged without any additional surgical intervention for the hematoma. The patient was doing well with the exception of the hematoma on patients left buttock and thigh.